Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was dark effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.